Event description:
Complainant alleged that while a (B)(6), female pt was being defibrillated using this device during open heart surgery. The pt rec'd second degree burns from the associated defib electrode pads. Complainant did not indicate that there was further adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow up report when our investigation is completed.